Event description:
It was reported by service report that the footboard controls worked intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard pin connector.